Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor error and an adverse event. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient¿s mother reported a sensor error that occurred 3 days after the sensor had been inserted. Due to the error, the patient¿s glucose values rose without the patient or the mother noticing. A finger stick blood glucose showed very high values (specific reading not provided) and the patient had 1.4 ketones. An unspecified dose of insulin was administered. The patient felt fine after a couple of hours. Data investigation confirmed sensor error on (B)(6) 2019. The probable cause was determined to be sensor noise. No additional patient or event information is available.